Event description:
This complaint was received from the patient's wife. She is pursuing a product liability claim arising out of the use of exafit stem. She reported that her husband was implanted with an exafit 4.3 stem on (B)(6) 2003. The surgery was conducted in (B)(6). After surgery, her husband was doing well, until (B)(6) 2008 (5 years in vivo) when the patient experienced sudden pain with total functional impairment at the left leg. This happened when the patient was at his place of work. He was taken to (B)(6). After a few days, the patient asked to be treated by the same doctor that performed the initial implantation. An x-ray picture was provided and this was taken on (B)(6) 2008. The quality of the picture is not very good; hence we will wait until a proper evaluation will be conducted to confirm the breakage. According to the report, the breakage is of the neck of the stem.

Manufacturer narrative:
Although an x-ray was received, the manufacturer did not receive devices for review. The surgical report was also not provided for comparison if the surgical technique was followed. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. The manufacture date of the principal device (exafit stem 4.3 8/10 (sterile) is blank for now, as we have tried to get this missing information from our subsidiary in (B)(4). Once received this missing information will be included in our next submission. The cause for this specific event cannot be ascertained from the information provided but once more substantial information is received, an updated report will be submitted. (B)(4).